Manufacturer narrative:
Additional information received on 16 may 2016 and includes: the patient was experiencing dislocation. The surgeon revised the femur, tibia and insert. The surgery was completed successfully. X-rays and explants are not available additional information received on 16 may 2016 and includes: no patient matched guide was used during the primary surgery. Batch reviews performed on 06 june 2016. (B)(4). Not available.

Event description:
The patient came in complaining of pain. At the time of reporting, the cause of the pain had not yet been determined. The surgeon planned to swap the liner and scheduled a revision surgery.